Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as initially reported, a cxi support catheter was kinked at the tip. Upon return and initial evaluation of the device, the tip was partially separated. Access was obtained in the superficial femoral artery and a contralateral approach was used to target the popliteal artery. The bifurcation was reportedly sharp, and the damage was noted upon the second entry of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One device was received in prior to use condition with a damaged tip. The tip was nearly broken off the catheter. A document-based investigation evaluation was performed. No related non-conformances were recorded for the product lot, and there have been no other reported complaints for this lot number. The information provided upon review of the dmr, DHR, IFU, and dfa, suggests that it is possible that the device was manufactured out of specification, and possible that there are nonconforming devices in house or out in the field. However, due to the nature of the manufacturing process, it is unlikely that the tip deficiency affected the entire lot. The device is provided with instructions for use which state, ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency at the subassembly level likely contributed to the failure mode. The complaint lot was placed on stop ship. Re-training of appropriate personnel has been completed. The risk analysis for the failure mode was reviewed, and it was determined that no escalation actions were required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Device evaluated by mfg = other- device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As initially reported, a cxi support catheter was kinked at the tip. Upon return and initial evaluation of the device, the tip was partially separated. Access was obtained in the superficial femoral artery and a contralateral approach was used to target the popliteal artery. The bifurcation was reportedly sharp, and the damage was noted upon the second entry of the device. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.